Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The opticross imaging catheter was selected for use. During preparation, some of the saline solution got into the motor drive unit so that the image was of very low quality. The procedure was not completed due to this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B5 describe event or problem: corrected.

Event description:
It was reported that the procedure was cancelled. The opticross imaging catheter was selected for use. During preparation, some of the saline solution got into the motor drive unit so that the image was of very low quality. The procedure was not completed due to this event. It was also reported the patient was not sedated at the time the procedure was cancelled.